Manufacturer narrative:
This supplemental correction report was filed because the report 2124215-2025-72368 was submitted with an incorrect aware date. The correct aware date for report 2124215-2025-72368 is 09/30/2025.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced diaphragmatic stimulation. This lead remains in service. No adverse patient effects were reported. Additional information indicates that this lead was repositioned due to diaphragmatic stimulation. This lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced diaphragmatic stimulation. This lead remains in service. No adverse patient effects were reported. Additional information indicates that this lead was repositioned due to diaphragmatic stimulation. This lead remains in service. No additional adverse patient effects were reported.